Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Weight: unknown / not provided. Expiration date and unique identifier (UDI) number: unknown / not provided. Device manufacturer date: unknown / not provided.

Event description:
It was reported that the patient has a granchild that accidently hit him. The deveoped swellin around implant. He went to see a periodontist who evaluated it and noted the implant is fractured. It was recommended that the implant be removed. Patient has inflamed tissue around the buccal of the implant. The implant was removed and bone graft placed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the returned implant identified fracture at collar area of implant. Functional testing could not be performed since the product was fractured. No pre-existing conditions were noted on the product experience report (per). The reported device had been placed on tooth #9 for approximately 6 years. Implant was placed on a previously allografted site. Complainant reported that the implant is fractured. The reported complaint was confirmed. A definitive root cause for this complaint was determined to be because of excessive external lateral forces due to accidental injury. A device history record (DHR)review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no related complaints for this product lot.

Event description:
No further event information is available at the time of this report.